Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no blank display was noted. The insulin pump had cracked battery tube threads.